Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A patient reported they experienced the events of ¿rupture¿, ¿lump in the armpit¿, ¿pain¿ on right side "multiple lymph nodes hypertrophy", "armpit acute lymphadenitis" and calcification. The device was explanted.

Manufacturer narrative:
The event of lymphadenopathy is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
A patient reported they experienced the events of ¿rupture¿, ¿lump in the armpit¿, ¿pain¿ on right side "multiple lymph nodes hypertrophy", "armpit acute lymphadenitis" and calcification. The device was explanted.